Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) due to a low blood glucose (bg) level of 29 mg/dl. To address bg level, customer consumed carbohydrates and intravenous saline was administered. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, customer's non tandem continuous glucose monitor (cgm) was not available, and customer did not have bg readings. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.